Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
Consumer reports that, "I no longer have the realize band as it was removed by emergency surgery in (B)(6) 2010. It slipped and strangled my stomach." Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.